Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of diarrhea, mild fever and peritonitis in a patient coincident with dianeal pd4 therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter customer services (bcs), the following information was reported. On an unreported date, more than one month before hospitalization, the patient experienced diarrhea. The patient was treated with imodium, spectra and unspecified antibiotics (dose, route and frequency not reported). On (B)(6) 2012, the patient experienced mild fever and peritonitis manifested by severe abdominal pain and cloudy effluent and was hospitalized for the events. The patient was treated with cefazolin (1 gram per day) and fortum (1 gram per day), ip. The patient was recovering form this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information provided by a nurse: on (B)(6) 2011 (date previously not reported), the patient began treatment with dianeal pd4 2.5% therapy. On (B)(6) 2012, the patient was treated with cefazolin and fortum (doses, routes and frequencies not reported) for peritonitis. On (B)(6) 2012, the patient also began treatment with tienam (1gm, daily, ip) and ciprofloxacin (1gm, daily, ip) for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.